Event description:
Health professional reported that a lap-band device was allegedly explanted due to band slippage. F/u findings: the explanting physician reported that the pt presented with nausea and vomiting and requested that the device be explanted. The implanting physician notes indicated that the pt was "not compliant." A "swallow study" confirmed the band slippage. The device was explanted without replacement. F/u findings: health professional reported that the pt had a prior surgery with "laparoscopy with lysis of adhesions" and "repositioning of the band" after the pt presented with "epigastric pain, nausea and vomiting." An upper gastrointestinal (gi) confirmed the first "anterior slip."

Manufacturer narrative:
(B)(4). Allergan has received the product, however, the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Visual examination may determine the connector type associated with this report. Band slippage, vomit, nausea and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of band slippage, vomit, nausea, and pain as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."